Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 458mg/dl with abdominal pain, thirst, and frequent urination. The patient reportedly bolused with re-used supplies at the time of the bg elevation. The reporter noted that the patient had received two occlusion alarms around 5am that day while she was sleeping, and cleared both alarms by priming. The patient then received a call service alarm at 8:26am and rebooted the pump to clear the alarm. The patient reportedly did not change any supplies to clear the alarms. During troubleshooting, the cartridge was removed from the pump and the plunger was reportedly hard to press manually. The patient was advised to disconnect the tubing from the cartridge, after which the cartridge plunger was easy to push. The patient admitted to re-using and re-filling cartridges. The patient was to change supplies and deliver another bolus for the reported bg excursion if needed. The patient was advised to use new supplies, and not to re-use supplies; re-use of supplies is against the instructions for use. There was no product defect found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy potentially related to re-use of the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.